Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was admitted to the hospital for history of vt and high voltage therapy from his ICD. It was noted the pvab was too long and thus the device did not mark atrial events. The device eventually binned enough tachy beats and rate branch to show v>a to initiate high voltage therapy beginning with atp where the tachy arrhythmia accelerated to a vf zone and the device treated as appropriate and programmed. The device operated and applied therapy as programmed. The patient was stable.